Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during bolus delivery and the error alarm was confirmed in the history file. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The unit was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.